Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapling devices were being applied to the appendix. For both the standard and the extra long stapling handles, the reloads were able to be loaded but were not possible to fire. The surgeon was able to press the green button but was not able to squeeze the handle. New reloads were tried with the handles, but the handles were just loose and could not pump it or fire it. In order to resolve the issue and complete the case, a third stapling handle was opened and used to staple the appendix. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the reloads found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.